Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips there was a battery failure. There was no patient involvement.

Manufacturer narrative:
The customer requested the third party service provider to evaluate and repair the device and the device was returned to full functionality. No details were provided regarding the repair. The device remains at the customer site and no further evaluation is warranted at this time.